Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after the balloon catheter was inserted into the sheath, air ingress occurred with the sheath. The sheath was replaced to resolve the issue. It was then reported that air bubbles collected at the y connector of the balloon catheter. After several flushes were performed, the bubbles were completely removed, and the balloon catheter was used for the procedure. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath 4fc12 with lot number 0009925335 was returned and analyzed. Visual inspection of the sheath showed the shaft was intact with no apparent issues; the reported air ingress could not be reproduced. Multiple aspirations / injections were performed without air bubbles or leaks; hemostatic valve was leak tight. Pressure tests did not show any leak on the shaft, side tube and hemostasis valve. The reported air ingress was not confirmed through testing. In conclusion, the sheath did not fail the returned product inspection due to the air ingress. If information is provided in the future, a supplemental report will be issued.